Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The customer reported that the battery cap was damaged and missing a piece. Blood glucose level at the time of the incident was 210 mg/dl. The customer was advised that he would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed visual inspection and found both sensor cannulas bent. Unable to confirm that the customer received the sensors in said condition due to the products being returned opened/used.